Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No material is available to be returned for evaluation.

Event description:
The caller alleged that there were air bubbles in the infusion set, which resulted in hyperglycemia and dizziness. The customer attempted to lower blood glucose and administered two correction boluses, however her blood glucose levels did not decrease. At an unknown time the customer received a blood glucose result of 490 mg/dl and she went to the emergency room. Upon arrival at the hospital, the customer was treated with unknown insulin. The customer was only in the hospital for a "few hours" and was discharged the same night.